Event description:
Reporter indicated high lead impedance results were obtained for a vns patient with systems and normal mode diagnostics. The vns was disabled. The patient had no known trauma and did not manipulate the vns. X-rays were to be taken and possibly sent to the manufacturer for review. Attempts for further information are in progress.

Event description:
All further attempts to the reporter for additional information have been unsuccessful to date.

Event description:
X-rays were received and reviewed by the manufacturer. The lead pin was noted to be fully inserted into the generator header. No obvious lead anomalies were noted. There was some lead that was behind the generator which could not be assessed. As the lead pin is fully inserted, a lead pin issue has been ruled out and a lead fracture is the more likely cause of the high lead impedance. The plan of care for the patient is to observe clinically with the vns disabled, and not seek surgery due to the advanced age of the patient.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.